Event description:
Additional information was received that the patient had calcified anatomy that contributed to the infold, and moderate central regu rgitation and moderate paravalvular leak (pvl) were observed. A post-implant balloon aortic valvuloplasty (bav) was performed using a semi-compliant 26-millimeter (mm) non-medtronic balloon. 1 inflation was performed up and down using a syringe with hand pressure. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. H6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve had an infold at 80% dep loyment and was stable enough that the physician decided to deploy and perform a post-implant balloon aortic valvuloplasty (bav) to fully expanded the deployed valve. The physician had to wait for an 18fr sheath before removing the delivery catheter system (dcs). The patient began to decompensate due to aortic insufficiency (ai). A post-implant bav was performed quickly, and consequently the balloon was over-inflated too quickly. There were no adverse effects until a post-implant echocardiogram showed what appeared to be a commissure that had been affected by the balloon in the central portion of the transcatheter valve. The physician attempted to use a pigtail catheter to check if the problem was a pinned-up transcatheter valve leaflet, however the leak remained central, by the commissure. The physician decided to implant a non-medtronic valve (edwards sapien s3) valve-in-valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evolutfx-34; product lot/serial number (B)(6); product type: delivery catheter system (dcs) product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.